Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: the keypad button symbols were found to be worn; however, no damage was observed to the keypad cover. During testing, the down arrow keypad button was found to be intermittently unresponsive; all buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons, primarily the ok button, were intermittently unresponsive. It was also noted that the keypad button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.